Event description:
It was reported by the user facility to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, there was a kink in the arterial line tubing. The kink was cut out, no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device for eval, no investigation performed, thus referenced eval codes. Terumo has added a production alert to specification to check pack for possible layering, configuration, design or packaging issues. Associate awareness training will be included. A review of the device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).